Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered sever and constant pain, dyspareunia, pain while exercising, dysuria, infections, emotional distress, and bladder perforation. No further information has been provided.